Event description:
Consumer reported complaint for missing safety seal and error message (e-3). Customer stated that the box had been sealed when received but that the test strip vial had not been sealed. The test strip lot manufacturer¿s expiration date is 03/20/2026 and test strips had been opened on the day of the call. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer had returned the incorrect meter, test strips, control solution, lancing device and lancets. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Complaint was forwarded to packaging and internal evaluation completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 25-nov-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.